Manufacturer narrative:
Device was not implanted, device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported they were unable to insert the assembly. The following information was provided: when the locator/insertion sheath assembly was attempted to be inserted into the artery, the tip of the insertion sheath was caught and could not be inserted. The device was not used, and manual compression was then applied to achieve hemostasis. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 7 fr. The estimated blood loss was less than 250cc. There was no health damage to the patient.